Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 322 (link switch error (low)). The event occurred upon power up at medicine west 4th. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, a system error 322 did not occur. A review of the event history log revealed, a single occurrence of system error 322. A service history review revealed, no indication that the parts replaced, during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined, to be an out of adjustment link screw. The link screw requires adjustment to address this issue. Should additional relevant information become available, a supplemental report will be submitted.